Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 200 mg/dl. Customer reverted to an alternate method of insulin therapy.